Event description:
It was reported to philips that the system froze. The user had to perform multiple reboots to resolve the issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by performing the cold restart with a little delay. It was confirmed that the issue was resolved by performing several restarts. However, the same issue occurred on another day, where the malfunction was found to be with host pc. Therefore, in another case, the host pc and hard disks were replaced, which resolved the issue completely. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.